Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported readings that were higher than he felt when scanning the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer lost consciousness and was brought to the hospital where a blood glucose of 39 mg/dl was obtained on the hcp meter. Customer was provided an injection of glucagon by the hcp for treatment. There was no report of death or permanent injury associated with this event.